Manufacturer narrative:
Evaluation: results: the complaints were confirmed. As received the ipg was non functional. The ipg can was cut open. A leaky battery was observed. The battery weld was cracked on the marked side. Battery electrolyte had leaked from the weld end of the battery. Inspection of the kapton tape revealed it was contaminated with battery electrolyte; however, no signs of being compromised were observed. Sjm has limited information related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.

Event description:
It was reported that the pt had no stimulation since february after he experienced two car accidents. The pt felt gradual turn off of the stimulation before the loss of stimulation. The ipg was unable to communicate with the charger and the pt programmer. X-ray suggested the lower portion of the ipg was angled anteriorly in the pocket. During the revision procedure the ipg was unable to communicate with the charger. The ipg was removed and replace by a new device. No further information is available at this time.